Event description:
The customer alleged that currently cidex opa is used with the aer unit and requested to learn how to set the unit to include a 5-minute disinfect time. At this point, it has been noted there has been improper use of the unit and the cidex solution to achieve hld for the devices. The customer stated that there were no injuries reported from the event.